Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed with echocardiogram assistance. A trace effusion was present at the start of the procedure. A 24mm watchman flx laa closure device with delivery system was used. Four partial deployments were performed and the closure device was successfully implanted. A slight pericardial effusion increase was noted by the end of the procedure. The patient was stable throughout and in recovery afterwards. The patient was sent home the same day in the late afternoon.